Event description:
Reporter indicated that a dell handheld computer took approximately five minutes for interrogation to complete following a software upgrade. The subsequent interrogations were quicker but still slower than before the upgrade. The dell handheld computer and software have not been returned.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.